Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. No ramping numbers noted on the display. Unable to perform any test due to the keypad unresponsiveness. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, and a severely scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have been at the beach, but did not get into the water with insulin pump. Customer's blood glucose was 401 mg/dl. Customer also reported that numbers continued to scroll during bolus and that buttons were not responding. After troubleshooting, customer was advised that insulin pump would need to be replaced.